Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex (dianeal pd4 system ii with 1.36% and 2.27%therapy). On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dianeal pd4 system ii with 1.36% and 2.27%therapy) (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, it was confirmed that the patient received a shipment of dianeal pd4 ambuflex (dianeal pd4 system ii with 1.36% and 2.27%therapy). On (B)(6) 2011, the patient's nurse contacted baxter technical services to report that the patient presented to the hospital with peritonitis. It was not reported whether the patient was admitted to the hospital or received remedial therapy. It was not reported whether the event of peritonitis resolved or whether dianeal pd4 ambuflex therapy was ongoing. The nurse did not provide a statement of causality for the event of peritonitis.